Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.additional e1 reporter is phuong, rn.

Event description:
Rn calls reporting a calibration expired message on a cs300 intra-aortic balloon pump (iabp). Message reason and troubleshooting were discussed. She reports the fo ap waveform looks like it is wandering and has artifact. Manual calibration clears the message for a short time, but it reappears within a few minutes. Settings and solutions were then discussed. The nurse opted for getting a chestx-ray to verify balloon position. Discussed option of option of switching to a transduced ap from inner lumen or radial line. The call ended. Then, another rn who states the cs300 has the message/alarm ¿unable to calibrate iab optical sensor¿ called. The nurse indicated an x-ray had been taken but has not yet been read. The issue, trouble shooting and options were discussed. The transduced inner lumen of the iab is clotting off, extremely damped and does not have a viable ap for use. Fo ap is still ¿wandering¿ and manual calibration is successful only on occasion. The settings were verified. The nurse was guided in obtaining the transduce radial ap on the cs300 for therapy and discontinuing the fo ap by unplugging the connector. This results in therapy being delivered as expected and a clean crisp ap on the cs300 monitor. The patient (35yo f, 115.1kg, 5¿5¿) has a high hr of 125bpm, and pressures are 88/49 77map 105aug. There is no harm to patient due to this issue. The iab in use is being reported separately. Reference our onetrack # (B)(4).

Manufacturer narrative:
Corrected fields: h5.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. Unit is a trade-in.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.